Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of op notes. Op notes state patient was revised due to infection. Redness was noted around the incision, and hematoma noted within hip cavity. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Products: 192014, echo por fmrl nc 14x150mm, 078870. 650-1162, delta cer fem hd 32/0mm t1, 2016120242. 110003619, biolox delta cer lnr 32mm f, 3409715. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04585.

Event description:
It was reported that patient underwent a hip revision surgery due to infection approximately 1 month post implantation. Patient remained in the hospital for 6 days post revision operation before being discharged. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a hip revision surgery due to infection approximately 1 month post implantation. Patient remained in the hospital for 6 days post revision operation before being discharged. Operative reports were received and reviewed. No cultures or lab values available, but hematoma was noted within the hip cavity.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.